Manufacturer narrative:
The device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete

Event description:
The account alleges that post percutaneous transluminal coronary intervention the sheath detached within the patient. The physician had acquired retrograde radial access to place a coronary stent. The physician was pulling the sheath post-procedure when the sheath detached within the radial artery. The physician alleges that he did not experience any resistance when pulling the sheath. The patient was transferred to the or for sheath tip removal.

Manufacturer narrative:
One device has been returned for evaluation. The product was examined visually. The complaint is confirmed. No definitive root cause could be determined however, it is likely that significant force was applied to the device during use. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed and no exception documents were found.